Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the lead was showing through the patient's skin. The device appeared infected so the doctor removed the lead and ipg.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.